Event description:
It was reported that the 9900 system would not fluoro. There was no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Replaced the snubber board. The system was tested and found to be working as intended and placed back into service.